Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and had the pd catheter (not a fresenius product) removed. There were no reported issues with fresenius products in relation to the event. The peritonitis was reported while requesting the patient¿s pd account be placed on hold. In an additional call, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was admitted due to pd catheter (not a fresenius product) malfunction. The nurse was not able to provide whether or not the patient had a pd culture obtained in the hospital. Regardless, the nurse confirmed the patient was diagnosed with peritonitis. It was reported that the patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient was discharged from the hospital continuing home hemodialysis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse states the peritonitis was due to a breach in aseptic technique from the patient. The patient is recovering from the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there have been no allegation of any malfunctions or product deficiencies with the liberty cycler set in relation to this event. Peritonitis is a well-known potential complication with pd therapy. Based on the reported information, the peritonitis event can be reasonably attributed to patient breach in aseptic technique.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis and had the pd catheter (not a fresenius product) removed. There were no reported issues with fresenius products in relation to the event. The peritonitis was reported while requesting the patient¿s pd account be placed on hold. In an additional call, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was admitted due to pd catheter (not a fresenius product) malfunction. The nurse was not able to provide whether or not the patient had a pd culture obtained in the hospital. Regardless, the nurse confirmed the patient was diagnosed with peritonitis. It was reported that the patient was treated with intravenous (IV) antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient was discharged from the hospital continuing home hemodialysis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse states the peritonitis was due to a breach in aseptic technique from the patient. The patient is recovering from the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.